Event description:
It was reported that a faradrive steerable sheath clear presented an air ingress issue. During preparation for a pulse field ablation (pfa) procedure to treat an atrial fibrillation there was a constant entrainment of air in the sheath during aspiration. No other device was inserted when the issue occurred. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.